Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg. The pod was reportedly leaking while worn for between 36 and 48 hours. The patient's blood glucose levels rose above 250 mg/dl. The patient visited a walk-in clinic and was prescribed antibiotics for treatment. A new pod was applied for continued insulin therapy.